Event description:
It was reported that the patient underwent a gynecological procedures in 2006, 2007 and 2013 and mesh was implanted into the patient. It is not known which date the mesh was implanted. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent implantation of monarc mfg by ams, and perigee mfg ams due to sui, pop, and cystocele. It was reported that following insertion the patient experienced pain, erosion of internal tissues, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, and vaginal scarring and has undergone additional surgeries and revisionary procedures. It was reported that patient underwent mesh removal on (B)(6) 2007 due to urinary retention, and bladder obstruction. It was reported that patient underwent breast implant surgery on (B)(6) 2012. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to urinary tract infections, urinary retention, detrusor inability, bladder outlet obstruction, extrusion, and extrusion of mesh into vaginal wall.